Event description:
The subject pacemaker was replaced due to normal battery depletion. A visual check of the explanted device after removal from the patient's body showed that silicon sealing cap was missing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was replaced due to normal battery depletion. A visual check of the explanted device after removal from the patient's body showed that silicon sealing cap was missing.